Event description:
Info received indicated the left side head and foot siderails were bent and would not latch.

Manufacturer narrative:
The hill-rom technician stated the left head and foot siderails would not latch due to being damaged by the movers delivering the bed in the home on its side.